Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that a 980 ventilator power switch cover had fallen off and was missing. The ventilator was not in use on a patient at the time of the reported event. The device was available for evaluation. The medtronic field service engineer (fse) inspected the device, confirmed the reported issue and replaced the power switch. The fse additionally found the unit failed the short self test (sst) with an inspiratory autozero failure and replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba) and updated the software to the current revision. The ventilator passed all testing per manufacturer specification at the time of service. The ifm pcba was returned for analysis. Visual inspection was carried out with no anomalies observed. The ifm pcba was attached to the failure investigation test ventilator for analysis and powered up normally with no error codes or alarms. The ifm was switched to normal ventilation mode, powered up normally and after several hours the ventilator entered backup ventilation mode (bvm) and began alarming. The power switch was returned for analysis. Visual inspection and functional testing determined that there was no malfunction or product deficiency identified. The cause of the observed conditions determined to be missing power switch with ifm pcba as an additional issue the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator power switch cover had fallen off and was missing. The ventilator was not in use on a patient at the time of the reported event.